Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. No parts have been returned to the manufacturer for evaluation. Part return requested.

Event description:
A medtronic representative reported that the imaging system was unexpectedly rebooting after images were taken. This occurred outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the computer. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.